Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Implant loss. Initial loss of implant (B)(6) 2007. Extraction #18 with bonegraft on (B)(6) 2007. Patient stopped wearing bite guard. Due to covid 19 situation and resulting work load, we were not able to process warranties within the desired 5 days.